Event description:
Event discription guidant received info that this implantable cardioverter defibrillator (ICD) reached eri after 3.5 years of implant. The physician was dissatisfied with the device's longevity and suspects premature depletion.

Event description:
Defibrillator (ICD) reached eri after 3.5 years of implant. The physician was dissatisfied with the device's longevity and suspects premature depletion.